Event description:
On (B)(6) 2012, the lay-user/patient contacted animas along with her father (the reporter) and reported elevated blood glucose (bg) levels. The reporter indicated that for the previous few days, the patient's bg levels were in the "300-400" mg/dl range. The patient reportedly had a symptom of nausea and large ketones. The patient was reportedly admitted to a hospital with a bg level of "450 mg/dl." The patient was treated with IV fluids. Through troubleshooting, the animas representative involved in this contact noted that no issues were observed with the patient's site, set, or cartridge. The reporter was unsure if the pump was working correctly. According to the reporter, the patient's health care provider (hcp) had made adjustments to the pump's I:c ratio and basal rates on (B)(6) 2012. A review of the pump's history revealed that no boluses were delivered on (B)(6) 2011, and (B)(6) 2012. It is unknown as to why no boluses were delivered on these dates. On (B)(6) 2012, only 3.0 units of a 7.0 unit bolus was delivered. The remaining 4.0 units were not delivered. No boluses were delivered for breakfast or dinner that day. The animas representative noted that on (B)(6) 2011, a total bolus amount of 7.0 units was delivered. In addition, on (B)(6) 2012, a bolus total of 10.996 units was delivered. The animas representative attributed the patient's elevated bg levels to no boluses delivered or a decreased amount of bolus delivery during the time of concern. All boluses were delivered as programmed for (B)(6) 2012. Based on the information provided, this complaint is being reported due to the following conclusion: the patient was reportedly hospitalized for dka. At this time, it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.